Manufacturer narrative:
The root cause for the leak is attributed to build-up in the probe wipe traveling through the system and clogging both baths. The fse resolved the issue by performing the services described. Customer has not called back to report any further issues. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)

Event description:
Customer called to report that the coulter ac.t diff analyzer was leaking fluid from the bath area onto the counter and not passing start-up. No death or injury is attributed to this event and there was no change to patient treatment. This event occurred during a control run and there was no impact to patient results. The operator was wearing gloves at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. The field service engineer (fse) determined that build-up in the probe wipe had traveled through the system and clogged both baths. The fse resolved the problem by cleaning the probe wipe, removing clots from the baths, and re-tubing pinch valves vl14 (baths waste) & vl15 (waste). The fse then ran startup and controls and the instrument is running within published specifications.